Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), vulvovaginal mycotic infection ("unusual infections:yeast") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". Medical conditions: current weight 124 lbs. Previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal and stomach pain. Concomitant products included fentanyl citrate and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), vulvovaginal mycotic infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines/headaches"), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), alopecia ("hair loss"), rash ("rashes or skin conditions: bump on stomach") and eye disorder ("eye problem") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, vulvovaginal mycotic infection, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, anxiety, depression, bladder disorder, urinary tract disorder, nausea, vaginal discharge, visual impairment, weight decreased, alopecia, rash and eye disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, eye disorder, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, rash, urinary tract disorder, vaginal discharge, visual impairment, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: over the next several years, patient sought treatment on multiple occasions for severe menstrual pain, heavy, abnormal bleeding, prolonged menses, severe abdominal and pelvic pain, and unusual infections, among other symptoms, some requiring hospitalization and emergency room visits. It is likely that patient will need to undergo additional surgical intervention as a result of her essure implants. Plaintiff claimed that she did not remove essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Reporter's information was added. Patient's demographics was added. Added event yeast infection, apareunia (inability to have sexual intercourse), bump on stomach; bladder or urinary problems or changes, migraines, headaches; nausea, vaginal discharge, vision/eye problem, weight loss, hair loss. Concomitant drug, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.